Event description:
Reportedly, the stent was deployed fine. When the delivery catheter was being withdrawn, the tip of the delivery system snagged on the stent and the tip remained inside of the pt's vessel, so another stent was deployed to wedge the tip against the vessel wall. No pt permanent injury was reported.

Manufacturer narrative:
Eval of the returned delivery catheter found the tip of the catheter was detached and wasn't returned for eval. In an effort to prevent the recurrence of this issue, we have reviewed and enhanced our mfg process as well as retrained our assemblers to address this issue. Eval of returned delivery catheter confirmed the tip was detached as it wasn't returned with the delivery system. Conclusions: eval of the returned delivery catheter found the tip was detached from the catheter as it wasn't returned for eval.